Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels of approximately 30 mg/dl. The customer felt that the insulin pump gave her too much insulin for her dinner bolus. The customer also reported low battery life with the insulin pump. The customer was advised that the insulin pump would be replaced. Nothing further was reported.